Event description:
The device was sent to philips bench where the issue of the speaker not functioning was discovered. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.

Manufacturer narrative:
The rft preformed diagnostic testing on the device speaker and found that the device speaker was not producing audio when tested via the speaker certification tool. The repair facility technician(rft) replaced the device speaker - foxlink d speaker - 453665031201. The device passed all functional testing. Based on the information available and the testing conducted, the cause of the reported problem was a failed speaker. The reported problem was confirmed. The device was operational after repairs were completed and returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.